Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced with the pdm link assembly during an active case. Information obtained from the customer revealed that the patient's EKG pattern presented as "choppy and had spiral patterns" that affected full disclosure. It was further reported that "manual equipment was used to take the patient's readings." The customer stated that the problem has occurred previously and resulted in procedures being extended so that usable data can be obtained. However, additional details related to these events were not divulged by the customer. With merge hemo not capturing physiological data as expected, there is a potential for incorrect treatment that results in a delay in treatment or diagnosis to the patient. The customer indicted that, manual equipment was used to complete the procedures. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 21aug2016. Troubleshooting efforts conducted by merge technical support included reviewing the full disclosure recording as well as viewing photographs supplied by the customer. It was found that the ECG setting was set in "auto" and prevented the user from marking the patient's r-waves due to poor pressure readings. The customer called in again on 09aug2016 to report another similar issue. Reference MDR #2183926-2016-00722. An internal investigation conducted by merge healthcare found that when auto ECG hr (heart rate) detection is used, the automatic function averages three (3) leads: ii, iii, and v leads. The averaged value is used by the hemo application instead of the strongest r-wave. This could result in hr and ECG display issues. When this problem occurs, hemo continues to capture the patient's ECG and invasive pressures. Even though the heart rate may not be viewable, the heart rate speed is displayed on the screen along with the patient's other values enabling the physician to complete the procedure. In addition, when this issue occurs full disclosure is activated and then the user can change the setting to the strongest lead. The correct values will then populate. Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence as stated in the full disclosure section which states, "full disclosure provides a means to record waveforms from previously stored data. While in monitoring mode during a study, heart rate and waveform data are continuously stored for all ECG and pressure channels." The pressure tab section provides a description for use for "r-waves: confirm and edit the computerized selection of the r-waves. The system detects the r-wave and counts backward, placing a marker at the -wave. Select r-waves > insert to add an r-wave. Click on the desired location. Each click will produce a new r-wave marker. Hold pressure on either the screen or the mouse button, drag until the line appears properly placed. Release pressure at this point for optimal positioning. Select r-waves > delete to delete any r-wave marker. Click as closely as possible to the marker to be deleted. Select r-waves > move to move an r-wave. Hold pressure on either the screen or the mouse button; drag the marker to the proper placement." Additionally, "markers: waveform pressure markers indicate the point of reference used to calculate the values for the recorded waveforms. Either move a single marker (select markers > single) or all markers of a type (select markers > all). Markers can be moved on individual waveforms even if they were recorded simultaneously. Click the pressure label and select reset markers to restore the original settings." Revised information contained in this supplemental report includes the following: evaluation codes: methods code #1: 3304 - in situ observation (observing the device in the exact same conditions and setting in which the device was used). Methods code #2: 37 - photographic inspection. Results code: 444 - user interface. Conclusions code: 77 - operational context caused or contributed to event (a device problem related to the operator's technique or use environment). Indication of additional manufacturer information is contained in this follow-up report.